Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to atrial fibrillation (af) with the rapid ventricular response (rvr). Reprogramming options were discussed and recommended. No more information was provided. At this time, this ICD remains in service and no additional adverse patient effects were reported.